Event description:
It was reported to boston scientific corp that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during an esophagogastroduodenoscopy with dilation of the esophagus. The procedure was performed (B)(6) 2009 on a female pt. According to the complaint, during the procedure, the balloon was positioned within the esophagus to treat a benign stricture. The balloon was successfully inflated with saline solution to 13.5 mm. However, when the physician further inflated the balloon to 15mm, the balloon burst. Another cre balloon of the same type was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the balloon was torn longitudinally and there was no damage to the catheter shaft. The most probable root cause of a balloon torn longitudinally is operational context. This failure occurs when anatomical/procedural factors encountered during the procedure limited the performance of the balloon (e.g. Tortuous anatomy). A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).